Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the protector of the video cable section is cut and the r-unit is broken and therefore a noise image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that subject device exhibited cuts on the insulation over the cable and the r-unit was broken, resulting in a noise image. There was no patient involvement.